Event description:
Physician reported right side rupture, increased radial wrinkling, increased peri-implant fluid and one reactive lymph node of 7mm diagnosed via MRI. The device has been explanted and replaced with a non-allergan implant.

Manufacturer narrative:
Initial reporter phone number and postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, lymphadenopathy.

Event description:
Physician reported right side rupture, increased radial wrinkling, increased peri-implant fluid and one reactive lymph node of 7mm diagnosed via MRI. The device has been explanted and replaced with a non-allergan implant.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma: unable to observe since it is not related to the device. Rupture: not observed rupture on the device. Lymphadenopathy: unable to observe since it is not related to the device. Additional observations: deformation device observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma: unable to observe as it is not related to the device. ¿ lymphadenopathy: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture, increased radial wrinkling, increased peri-implant fluid and one reactive lymph node of 7mm diagnosed via MRI. The device has been explanted and replaced with a non-allergan implant.